Event description:
It was reported that a patient had an initial left total hip arthroplasty performed. Subsequently, the patient was revised approximately 1 (one) month later due to periprosthetic acetabular fracture and recurrent dislocation. During the revision, a large hematoma was evacuated. The previous implant was removed without difficulty. The acetabulum was impacted with allograft, and a definitive cup-cage construct was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item# 010000997, g7 screw 6.5mm x 20mm, lot# 7868289. Item# 010000999, g7 screw 6.5mm x 30mm, lot# 7633835. Item# 010000998, g7 screw 6.5mm x 25mm, lot# 7852535. Item# 010000999, g7 screw 6.5mm x 30mm, lot# 7633837. Item# 110031012, vivacit-e dm bearing 28x44mm, lot# 66555066. G2 foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.